Manufacturer narrative:
Customer is reporting that the charger is no longer working. No light is on. They have tried multiple outlets. They cannot use the lift because it is dead. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer is reporting that the charger is no longer working. No light is on. They have tried multiple outlets. They cannot use the lift because it is dead.